Event description:
It was reported that the patient had difficulty achieving a full charge on the implantable pulse generator (ipg) and the charge would die out very quickly. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred january or february 2024.

Event description:
It was reported that the patient had difficulty achieving a full charge on the implantable pulse generator (ipg) and the charge would die out very quickly. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned.